Event description:
It was reported that during the implant, the physician selected a left ventricular lead that had too large of a tip to go down the desired vessel. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.